Manufacturer narrative:
Revision occurred approximately 147 days after the primary surgery due to instability of unknown cause. No actual,implied, or suspect link to fx product.

Event description:
Revision surgery occurred on (B)(6) 2026. All required information was received on 13 may 2026. The revision occurred approximately 147 days after the primary surgery which occurred on 11-sep-2025. No fall or other trauma reported. Based on comparing usage forms only easytech anchor base ta6v ø38 mm cementless ti/ha, 3-4 pegs glenoid pe cemented size xs, double taper ta6v +0mm 0°, and centered head cocr/tin 46x17 was explanted due to instability. These parts were replaced with humelock reversed ta6v cementless glenoid baseplate w/peg ti/ha ø24mm, +3mm lateralized, humelock reversed centered glenosphere w/ screw cocr/ta6v/tin 10° tilt ø36mm, two locking screw ta6v ø4.5mm l.35mm, locking screw ta6v ø4.5mm l.30mm and humeral cup 135/145° stability pe/ta6v ø36 +3.